Event description:
On (B)(6) 2012 the (B)(6) noticed that while priming the unit one set of quick connects was defective and would not lock in place and stay connected. (B)(4)

Manufacturer narrative:
(B)(4).